Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect b-hcg results on one patient. The results provided were: initial=362.68 miu/ml (> or =25.00 miu/ml=positive) /redrawn and repeated =0.0 miu/ml (< or =5.00 miu/ml=negative) there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review and labeling review of architect total b-hcg reagent, lot 58182ud04. Return testing was not completed as returns were not available. A review of tracking and trending data did not identify any related trends for the product for the issue. There was a slight increase in complaint activity, however, no related trends were identified. Additionally, accuracy testing was completed with retained kit of complaint lot, which indicates the product is performing as expected. All specifications were met indicating that the lot is performing acceptably. Device history record review did not show any nonconformances, potential nonconformances or deviations associated with the likely cause list number and complaint issue. A review of labeling concluded that the issue is sufficiently addressed. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the architect total b-hcg reagent lot 58182ud04.

Event description:
The customer observed false positive architect b-hcg results on one patient. The results provided were: initial=362.68 miu/ml (> or =25.00 miu/ml=positive) /redrawn and repeated =0.0 miu/ml (< or =5.00 miu/ml=negative) there was no reported impact to patient management.